Manufacturer narrative:
The insulin pump had failed self test alarm error alarm during self test due to faulty board. The insulin pump had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.